Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had hardware low level failures alarm during the self test. The customer¿s blood glucose level was unknown. Customer also had failed battery test. The device will be returned for analysis.